Event description:
The surgeon at the hospital. Did a total joint replacement on my right temporomandibular joint and installed a tmj concepts replacement joint. This prosthetic joint has caused chronic pain and inability to talk, carry a conversation, laugh, or chew. It is totally obsolete, and has made my life a pure hell of chronic pain, that has led to fibromyalgia and misalignment of my teeth, it doesn't even move. The prosthesis was manufactured by tmj concepts. The surgeon who performed the joint replacement says there is nothing more he can do for me, and I can't even find another dr. Who can help relieve the excruciating chronic pain.